Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 26nov2018. Philips field service engineer (fse) reviewed significant event log. Error code 7016 was present (+24v failure). Per philips' manual this can be an indication of a power supply failure. The fse replaced the power supply. The unit passed performance verification tests after the repair was complete and returned to service.

Event description:
The customer reported that the ventilator stopped, the screen went blank and restarted. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 12feb2019, date rec¿d by MFR : 11feb2019. The power supply was returned to philips for investigation. It was determined that the root cause was due to a failure of a component within the power supply, which prevented the device from operating on alternate current power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.